Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. The reported failure (error c-34) was confirmed via system logs and reproduced during in-house testing. The root cause was attributed to a component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and was ready for use. Isi has not received the iesu for evaluation as of the date of this report. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25913/erbe error: c-34 - hf voltage too low in on state. **if recurring: iesu replacement is likely needed. If intermittent: possible magnetic interference (i.e CT scans or other esus)

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were facing a constant c-34 error on the integrated electrosurgical (iesu) generator. The customer stated that the bipolar energy worked as expected and that the c-34 error affected only the monopolar energy. The tse reviewed the live logs and identified error c-34 pointing to low high frequency (hf) voltage. Prior to the call to technical support, the customer had replaced the monopolar cautery cable without success. The tse asked the customer if there was a source of magnetic interference close by, which was not the case. The tse requested the customer to power cycle the iesu, but the issue reoccurred. The tse guided the customer to disconnect the power cord from the iesu, to wait one minute, and then restart the iesu, but the issue kept coming back. The tse asked the customer if the iesu generator was connected to a dedicated ac outlet, which was the case. The tse explained to the customer that the faulty iesu needed to be replaced. The surgeon agreed to continue with the vessel sealer instrument on the e-100 generator. The surgery was resuming. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system started up normally and enabled the customer to perform most of the procedure. The customer had been using the vessel sealer instrument when the malfunction appeared. The conversion to mini laparotomy was not due to the electric scalpel problem but was a planned part of the surgery.